Event description:
Procedure: ladg. Customer states: after loading egia45avm to idrive, it could not be fired. Replacing a battery to restart, another product was opened to continue the procedure. No patient harm. Operating time not extended.

Manufacturer narrative:
(B)(4).